Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown). According to the complainant, the nurse set up the system and pressed start once. At that time, the console quickly advanced to the filling stage. The nurse shut down the system and attempted to re-start. The same problem occurred two more times. The procedure was aborted. The physician and patient were not in the room nor in route. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The complaint evaluation was completed and the reported issue(s) could not be duplicated. Hta logic/wet test was performed, and the unit did not skip any steps.

Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown). According to the complainant, the nurse set up the system and pressed start once. At that time, the console quickly advanced to the filling stage. The nurse shut down the system and attempted to re-start. The same problem occurred two more times. The procedure was aborted. The physician and patient were not in the room nor in route. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'